Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4), batch/lot number: 19302988. Model/catalog description: linear st lead kit 50 cm. The explanted lead was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patients lead had pulled out completely. The patient underwent a lead explant procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead had pulled out completely. The patient underwent a lead explant procedure and was doing well postoperatively.